Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure with an intellanav mifi oi catheter, a high temperature was noticed during radiofrequency (rf) delivery. Then, it was noticed irrigation leaking from the tubing at the catheter handle. The catheter was replaced to resolve the issue. The procedure was completed. There were no patient complications. The catheter was disposed so it is not available for return.